Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the disposable caused the pump to alarm no disposable clamp tubing alarm. Patient switched cassette to back up pump, alarm resolved. No further details provided. No injury reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h10: DHR review added.